Manufacturer narrative:
Since neither further details nor the logfile of the involved anesthesia device are available for evaluation, a detailed analysis of the case in question as well as the determination of the exact root cause of the reported symptom was not possible. In case of a ventilator failure, a ventilator fail alarm is given and the automatic ventilation mode is changed to man/spont mode. It was reported, that the unit was tested at the hospital by the biomedical engineer. Since the device passed all tests and was returned to clinical use with no further problems reported, a technical failure of the device seems to be unlikely.

Event description:
It was reported via a user medwatch that "when the patient was in the prone position, under general anesthesia for lumber laminectomy the ventilator failed". There was no injury to the patient. It was also reported that the unit was tested at the hospital by the biomedical engineer and the device passed all tests. The device was returned to clinical use afterwards.